Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple infusion set changes were performed resolving the issue. Customer's blood glucose was 462 mg/dl. The customer reverted to insulin pens for insulin therapy.